Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to address the event. The customer's blood glucose (bg) level was displayed as "high", no specific value was provided. Customer administered a manual injection to address bg.